Event description:
It was reported the patient was catherized for urinary retention. The patient underwent an l3 and l4 lumbar laminectomy surgery and was experiencing strong back pain. The pain was believed to be related to the surgery and not the therapy. The implantable neurostimulator was on prior to the surgery and bovie cautery was used. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v047374, serial#, implanted: 2007 (B)(6), explanted, product typ: lead. (B)(4).